Event description:
It was reported that the 9800 system displayed a "ma low" error code, several times during a procedure. Errors were cleared by the operator and the case continued. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Error logs retrieved and retained for analysis. However, found ma null circuit out of specification. Adjusted circuit voltage to specification. As a proactive measure, reseated and resealed hv cable connectors. The system was tested and found to be working as intended and placed back into service.